Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the ICD remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the ICD be returned back from the field for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection of the can and header did not reveal any abnormalities. Review of device memory noted a battery system fault occurred on (B)(6) 2023 with a low voltage measurement of 2.999 volts (v). Diagnostic data of the ICD shows a cell depletion pattern which is similar to other devices that exhibit premature battery depletion. The ICD was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Afterwards, the device case was removed, and internal visual inspection did not reveal any abnormalities. An external power source was set to 3 v and connected to the circuit. The battery was isolated, and the voltage measurement was noted to be at 2.9 v. The battery was then sent for further testing, which noted a discolored area of the battery, however no root cause for this could be determined.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.